Event description:
It was reported that non-sustained oversensing post biventricular pacing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. There were no adverse effects. The patient was stable.